Event description:
Medical records received. After review of medical records, the patient was revised to address severe sharp right buttock pain with motion and walking, popping and elevated cobalt levels. About 5ml of minimally metal tinged fluid was aspirated and sent to the lab for testing. The results indicate this was benign. Upon entering the joint, mildly blacking stained tissue, some of it osteolytic, was identified. A small amount of metal-stained debris was removed. There was a band of blackened tissue approximately 4mm wide that was removed around the base of the femoral head. There was a single area of vertical scoring on the trunnion. There was a small amount of metallic debris on the capsule which was debrided. Upon removing the femoral head, the inner portion of the femoral head showed extensive osteolytic debris, some of which had metal staining. Estimated blood loss was 200 ml and 2000 ml of crystalloid was used as fluid replacement. Doi: (B)(6) 2009 - dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: age , weight, description of event or problem, test/laboratory data, other relevant history, brand name, common device name, device identification, PMA/510k, device manufacture date and evaluation codes (patient and device codes). Corrected: patient identifier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code: no code available (3191) used to capture the patient code blood heavy metal increased and medical device removal.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges discomfort, pain, walking difficulty, limited range of motion and emotional distress. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.